Manufacturer narrative:
The surgeon noted that the k-wire break was an unusual occurrence. There is no history of a similar occurrence. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new information and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During a lumbar fusion at l5/s1 on (B)(6) 2009, a tip of a k-wire broke off in the patient's vertebral body when the surgeon was placing the cannulated pedicle screw. The surgeon was unable to retrieve the k-wire tip. The surgeon indicated that removal of the fragment was not necessary to preclude irreversible impairment or damage to a body structure or function. Communication with staff at the surgical center indicated that the remainder of the k-wire was unavailable for evaluation. Voluntary medwatch report (B)(4) indicates that the patient had satisfactory recovery after the (B)(6) 2009 surgery and was discharged. The following day, the patient was admitted to a hospital with severe abdominal/epigastric pain. The next day, the patient underwent an exploratory laparotomy, small bowel resection and peritoneal lavage. The k-wire fragment was not described in the pathology report. The reporter indicates that a relationship between the two procedures could not be determined.